Event description:
The disposable suction irrigator was hooked up to saline bag and immediately became hot. The staff removed the suction irrigator from the equipment and obtained a new one. The equipment failure is not associated with a pt or harm to a pt.